Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had started to alarm three hours after functioning normally. The alarm had persisted even after the batteries were removed. The batteries had been removed and reinstalled, which had cleared the alarm, but a new pump had been assigned to the patient. The patient had not been harmed, although there had been a three-hour treatment delay. Alarms had occurred during the infusion and had been resolved once the batteries were removed and reinstalled. The medication was 5fu. 46-hour infusion. The upstream sensor had been on, and the closed system drug transfer device (cstd) had been used to fill the cassettes. The pump had been used to prime the extension tubing.

Manufacturer narrative:
D9: date returned to mfg; 7/1/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The root cause was due to the dose connector was damaged. It was additionally found that the downstream occlusion(dso) seal was damaged. The dso seal was replaced.